Manufacturer narrative:
The serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who has bilateral symfony toric intraocular lens (iol) implants complained post-operatively about their near vision is still not great, the peripheral vision is cloudy, peripheral lights flicker in big stores like home goods, and that the affected left eye is really tired at the end of the day. Also, the patient has used +1.25 readers to try and clear up the filminess being seen. The patient's manifest refraction: plano x 0.25 x 163 degrees / -.25 +1.25 x 174 degrees. The doctor believes the lens was put in at 40 degrees, but looks like ended up around 70. The patient returned at a later date because the left eye blur is really symptomatic. The patient's refraction was +1.50 x 173 residual cylinder. The iol is at 65/70 and was intended for 38/40. Reportedly, the doctor would like to schedule a lens rotation, but has not made this definite yet. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the following sections have been updated accordingly: age/date of birth: (B)(6) 1972. Date of event: (B)(6) 2017. Additional information: the lens was initially placed at 38 degrees and found to be at 70. The iol was repositioned rotationally on (B)(6) 2018. The lens was also dislocated nasally. The iol was repositioned and rotated to 55 degrees. The patient has recovered as the symptoms are better, but she is not happy with her reading vision. The patient currently wears contact lenses. Model number: zxt375. Expiration date: 6/16/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxt375u160. Device manufacture date: 6/16/2017. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.